Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed by the onsite evaluation by an abbott representative; however, a specific cause for the alarms cannot be conclusively determined through this evaluation as no CT scans were returned for evaluation. It was reported that a low flow 2.0 software request was made for a patient who was euvolemic (normal blood volume) and normotensive (normal blood pressure). The software upgrade was performed on (B)(6) 2021, which adjusted the low flow threshold to 2.0 lpm. The patient and clinical staff were given copies of the low flow alarm guides. Additional information was received stating that the territory manager upgraded the main application software to version 1.7 and applied the software label to the controller. The low flow threshold was adjusted to 2.0 lpm. A computed tomography (CT) scan showed slight malposition-inflow cannula titled superiorly near the anterolateral wall of the left ventricle (lv). The CT scan was not submitted for evaluation. After the software was updated there were no further low flow alarms. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , until the patient was transplanted on (B)(6) 2021 (related MFR report number: 2916596-2021-05739). No product is available for investigation. The hm3 lvas IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms with normal blood volume and normal blood pressure. A low flow software update was performed. A CT scan showed a slight malposition of the inflow cannula tilted superiorly near the anterolateral wall of the left ventricle.